Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/07/2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4500 meniscal cinch did not work, it was locked making it impossible to use the device.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint is confirmed. Visual inspection noted that the trocar 1 of the meniscal cinch¿ was returned disassembled and pulled out from the device. Also, the two implants were stuck inside the cannula. Functional testing was conducted with the remaining trocar 2, and an implant was deployed; the other implant was not deployed because of the disassembled trocar #1. The second implant was pulled from the cannula. Per dfu-0156-6 g precautions - 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
Additional information was provided on 11/13/2023 where it was stated that the product failed during use in a surgical procedure. The technique used was the correct one.